Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had sores under the front therapy electrode pad. The sores were open, draining, and bleeding. The patient applied a lotion to the sores. Follow-up indicated that the condition of the sores was the same.